Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the labels intact, and the physical condition of the external pump fair. A review of the event history log identified no evidence of the reported problem in the history. Functional testing was done using power up, the reported problem was duplicated. The root cause of the reported issue was a faulty downstream sensor. To resolve the problem, the downstream sensor was replaced. Initial reporter sent report to FDA is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the pump displayed a double beep no cassette alarm. No patient injury was reported.